Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her symptoms returned approximately 3-4 months earlier. The patient did have a bad fall this past winter in which she fell right on her rear and the implantable neurostimulator (ins) site was sore for a couple of days. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient received assistance from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v508658, implanted: (B)(6) 2010. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).